Event description:
Customer reports that she is not getting an adequate sample with the low depth of her lancing device and the high depth has caused "lots of bruising and blisters." She reports being seen by a local health care provider and was treated with antibiotics for the blisters. There was no report of death, serious injury or mistreatment associated with this case.

Manufacturer narrative:
The product has been requested for investigation and a follow-up will be submitted once results are available.